Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. A revision procedure was performed to reposition the lead; however despite attempts to rotate the lead, after more than 25 rotations, the helix could not be retracted. Therefore, the lead was not able to be repositioned, and the lead was replaced with a new one. No additional adverse patient effects were reported. This lead is expected to be returned for analysis.

Event description:
It was reported that the right atrial (ra) lead dislodged. A revision procedure was performed to reposition the lead; however despite attempts to rotate the lead, after more than 25 rotations, the helix could not be retracted. Therefore, the lead was not able to be repositioned, and the lead was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. An x-ray of the lead was performed and found a fractured inner coil near the terminal pin.